Event description:
The account alleged the bed will lower but will not go into reverse trendelenburg. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.